Event description:
The customer reported to customer service that the faceplate on her pump in style broke and she could not use it. The customer developed mastitis and received an antibiotic for her treatment.

Manufacturer narrative:
A medela clinician spoke to the customer on (B)(4) 2013, the customer reported she broke the faceplate on her pump in style breast pump rendering it inoperable. Subsequently, she developed mastitis and was seen by an emergency room physician who prescribed antibiotics. She followed up with her personal physician as she completed the course of antibiotics and recovered from mastitis. She had rented a hospital grade symphony to aid her recovery while she waited for a replacement faceplate to arrive from customer service. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." [Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. CAPA (B)(4)- was opened to investigate complaints related to mastitis.